Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 6.8 mmol/l. The customer stated that they fell into the pool with the pump on. The customer reported fluid under the lcd display. The customer stated that the pump will not turn on. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.